Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. Additional findings not related to the malfunction/issue and error code was recorded in error log indicating the device was unable to write to the event log, also requiring replacement of the printed circuit assembly.